Manufacturer narrative:
Gtin number: unknown since batch/lot number was not provided. (B)(4). The results of the investigation are inconclusive since the devices were not returned for analysis. A review of the device history records was not possible since the batch/lot numbers were unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Per report, one 7 mm and one 8 mm amplatzer vascular plug 4 (apv4) were released from the delivery cable before they embolized during the procedure. Both were retrieved percutaneously. Following retrieval of the devices, two of the same size devices (model and lot numbers unknown) were implanted.